Event description:
It was reported that there were high thresholds and high output in the right atrial (ra) lead and as a result the capture management has not run. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. The atrial output is set to 4.5 volts. No issues observed in lead impedance trends.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947 implantable tachy lead, (B)(6) 2010; 680r32 implantable heart ring, (B)(6) 2009. (B)(4).